Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the distal segment of the lead, which was severed 531 mm from the tip, was returned. An indentation and some slight deformation in the lead insulation approximately 475mm from the tip was observed which is thought to be from the suture being tied down directly to the lead body at that location. An x-ray taken of the returned segment showed no anomalies other than stretched conductor coils in the tip area which was a result of induced damage from the explant procedure. The lead passed continuity testing. Analysis could not confirm the allegations made against the lead in the field.

Event description:
Boston scientific received information that oversensing of noise was observed on the pace/sense channel of this right ventricular (rv) lead. Surgical intervention was performed and damage associated with fixating the lead was observed. Additional information provided from the field indicated the physician thought such damage might be able to compromise critical therapy for the patient. The rv lead was explanted and replaced. No additional adverse patient effects were reported.